Manufacturer narrative:
Date of event: date approximate.

Event description:
It was reported that the patient has been experiencing seizures. The physician assistant assessed that the seizures are unlikely related to the spinal cord stimulator. The cause of the seizures is unknown. There will be no further course of action.